Manufacturer narrative:
Internal complaint number: (B)(4)

Event description:
It was reported that the catheter slipped out of the anchor and was coiled behind the pump in the pocket. The catheter was subsequently re-anchored. It is important to note that the suture ring was removed prior to implant and the pump was not sutured down.